Manufacturer narrative:
One set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the separation could be related to a contamination inside the solvent dispenser or solvent application not correctly carried out by the assembler. The potential finish good lots 25085323 & 25085257 were manufactured in august 2025. There have been improvements to the manufacturing process to implement the actions to address separation between tubing and lower fitment. Two new fixtures were added and the standard work instruction was updated. A device history record review was performed on the two possible lots identified (25085257 & 25085323). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following it was reported by customer that patient noticed line was wet. Upon inspection, air noticed in primary tubing, as well as leaking of fluid directly below the pump module. When inspecting the tubing, the tubing easily split into two pieces at the blue clamp.